Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 1: initial 3.8; repeat 0.81 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within spec.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 8: initial 4.3; repeat .24 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 6: initial 3.5; repeat 1.00 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 12: initial 4.0; repeat 0.5mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 10: initial 3.6; repeat 0.86 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 7: initial 3.5; repeat 0.64 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 5: initial 3.9; repeat 0.69 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 4: initial 4.0; repeat 0.57 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 2: initial 4.2; repeat 0.30 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 11: initial 4.0; repeat 0.56 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 3: initial 4.1; repeat 0.44 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Event description:
Twelve pt samples with discrepant total bilirubin results. Pt 9: initial 3.4; repeat 1.06 mg/dl. No info provided to determine which pt samples were erroneously reported. Pts not adversely affected.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.

Manufacturer narrative:
The field service rep determined root cause to be due to total bilirubin reagent empty. Customer replaced reagent and performed reagent probe vertical adjustment. Performance tests were performed and within specification.